Manufacturer narrative:
(B)(4). Should any additional information be obtained for this issue a follow up emdr will be submitted.

Event description:
The customer reported, during surgery the doctor was getting ready to use the device and realized that the product was not staying locked. Immediately stopped using and was able to use other one on hand. The key portion that helps it move in and out that makes it adjustable does not stay in place, making it fall in and out. The key that ratchets the retractor has a small screw directly in the end of it. That screw came out while opening the retractor on several cases. It went onto the field and had to be retrieved. No patient harm. No patient or user harm and no medical intervention required. Update 21jun2017 after multiple attempts, no additional information was received from the customer.

Manufacturer narrative:
(B)(6): the additional information received by the customer contact makes this event not reportable to the FDA.

Event description:
Additional information received 21jun2017: the customer reported, I was given inaccurate information the first time I reported the incident. The below statement is from the scrub in the room at the time of the incident. The retractor was used during the procedure and operated correctly. At the end of procedure the retractor was removed and the key portion fell onto the floor. At this time the screw was noticed missing. The scrub noticed it on the drape near the surgical field not in the patient. It was removed at that time without issue. No patient harm. Laminectomy was completed as planned.